Event description:
(B)(4).

Manufacturer narrative:
The (B)(4) clinical trial was not conducted in the us. In addition, asv therapy is not indicated for use in heart failure pts in the us. However, as devices with asv therapy are marketed in the us, and this new evidence identified that there may be pts who are at risk, resmed has issued an urgent field safety notice. (B)(4).